Manufacturer narrative:
During quality investigation, leaking was not noted and was not duplicated. Upon further investigation corrosion damage to the bearings was noted and corrosion damage to the shaft assembly was identified as the primary cause of the failure. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker reciprocating saw was sent in for leaking fluid during a procedure. No adverse consequence was associated with the event; the procedure was completed with another drill.